Event description:
It was reported that the user accidentally dropped the ilet while walking, resulting in a cracked display screen that remained functional, with no impact to blood glucose management and no alarms reported. Symptoms included no adverse clinical effects. Outcomes included replacement of the device with instructions to shut down the original device, return it using a provided shipping label, and perform a fresh startup on the replacement, with guidance to continue cgm use via the dexcom app or receiver and to sync data to the mobile app prior to return. Investigation included collection of event details and verification of shipping and return logistics. Investigation of this ilet revealed physical damage due to external impact to the display component, with the device otherwise operating. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.